Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Physician reported a right side ruptured implant. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿rupture: broken observed on the posterior side assessed as surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: ¿creases were observed. ¿stress marks observed. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Physician reported a right side ruptured implant. Device has been explanted.

Event description:
Physician reported a right side ruptured implant. Device has been explanted.